Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm during a set up for a new set and reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she had insulin squirting out when she was trying to load the reservoir change and was not detecting there was a reserving in the insulin pump. Customer stated that insulin pump was not exposed to any high magnetic fields but had damage on the top reservoir side or half plastic broke off but not the cause today. Customer stated that the drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing the black o ring noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose/protruded drive support disk noted. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to a33 alarms.